Event description:
Additional information received reported that the patient saw a neurologist who recommended she get a second opinion. The patient also experienced "extreme numbness in the left leg and foot", beginning not long after implant. It was noted that the implant area was bothering the patient, but the pain wasn't anything she couldn't stand.

Event description:
It was reported that the patient experienced a burning sensation in the bottom of her feet which began at implant and occurred only with the implantable neurostimulator (ins) turned on. The device was reprogrammed which helped but the patient still had some burning. The burning was "better" than the pain the patient had. A CT scan was conducted a couple months prior to report which revealed the lead had moved up higher in the patient's spine. The patient had new pain further up her back, but she was getting pain relief for her buttocks and leg as well as for her sciatic pain. The sciatic pain was still present but was not like she had in the past. The patient was also taking oral medication which made her tired. The patient had not taken oral medication in the past. The patient turned stimulation down from 3.90 volts to 1.50 volts at night.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 252640002, implanted: (B)(6) 2010. Product type: accessory. (B)(4).